Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('he found the right coil but there is a piece in the uterus and the rest is missing'), embedded device ('he found the right coil but there is a piece in the uterus and the rest is missing/ he thinks it is stunk to the bowls with scane tissue'), pelvic pain ('pain') and device dislocation ('the coil are in my bowls or something') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), device expulsion ("he found the right coil but there is a piece in the uterus and the rest is missing"), fungal infection ("yeast infection") and genital haemorrhage ("bleeding it is more then a pad"). The patient was treated with surgery (hysterectomy will be (B)(6) 2014). Essure was removed on (B)(6) 2014. At the time of the report, the device breakage, embedded device, device dislocation, device expulsion, fungal infection and genital haemorrhage outcome was unknown and the pelvic pain had resolved. The reporter considered device breakage, device dislocation, device expulsion, embedded device, fungal infection, genital haemorrhage and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: piece of essure embedded into uterine cavity. Concerning the injuries reported in this case, the following one was described in social media: device breakage, device dislocation, device expulsion, embedded device , yeast infection, pelvic pain and bleeding it is more then a pad. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jun-2020: social media received: new events added: bleeding it is more then a pad and reporter information were updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy will be (B)(6) 2014') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced fungal infection ("yeast infection"). The patient was treated with surgery (removal of essure). Essure was removed on (B)(6) 2014. At the time of the report, the medical device removal and fungal infection outcome was unknown. The reporter considered fungal infection and medical device removal to be related to essure. Concerning the injuries reported in this case, the following one was described in social media: medical device removal, yeast infection. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: pfs received(social media): event yeast infection added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6)2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and fungal infection ("yeast infection"). The patient was treated with surgery (hysterectomy will be (B)(6)2014). Essure was removed on (B)(6)2014. At the time of the report, the pelvic pain and fungal infection outcome was unknown. The reporter considered fungal infection and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following one was described in social media: medical device removal, yeast infection and pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received. Event added: previously reported medical device removal replace with event pain and entered in surgery pain. Reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('he found the right coil but there is a piece in the uterus and the rest is missing'), embedded device ('he found the right coil but there is a piece in the uterus and the rest is missing/ he thinks it is stunk to the bowls with scane tissue') and pelvic pain ('pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), device dislocation ("the coil are in my bowls or something"), device expulsion ("he found the right coil but there is a piece in the uterus and the rest is missing") and fungal infection ("yeast infection"). The patient was treated with surgery (hysterectomy will be (B)(6) 2014). Essure was removed on (B)(6) 2014. At the time of the report, the device breakage, embedded device, device dislocation, device expulsion and fungal infection outcome was unknown and the pelvic pain had resolved. The reporter considered device breakage, device dislocation, device expulsion, embedded device, fungal infection and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: piece of essure embedded into uterine cavity. Concerning the injuries reported in this case, the following one was described in social media: device breakage, device dislocation, device expulsion, embedded device , yeast infection and pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: events device breakage, device dislocation, device expulsion, embedded device added. On 23-mar-2020: social media received no new information. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy will be (B)(6) 2014') in a female patient who had essure inserted. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (removal of essure). Essure was removed on (B)(6) 2014. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following one was described in social media: medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-feb-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy will be (B)(6) 2014') in a female patient who had essure inserted. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (removal of essure). Essure was removed on (B)(6) 2014. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following one was described in social media: medical device removal. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.